Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon fixation during procedure, the right atrial (ra) leadless pacemaker (lp) was unable to be released from the delivery catheter. The ralp was not implanted and an alternate ralp was implanted instead. There were no patient consequences.